Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Facility staff reported that the patient experienced venous pressure high alarms at the start of two consecutive routine hemodialysis treatments. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required due to the blood loss events.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal circuits. Facility staff attributed the clotting and alarms to a clotted vascular access which has since been surgically revised. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to these events. Nxstage medical considers this report closed. No additional information will be provided.